Manufacturer narrative:
If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable). The lens remains implanted. PMA/510(k)#: unknown, as the serial number was not provided. Device manufacture date: unknown, as the serial number was not provided. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) optic has a rigged surface. It was forecasted to exchange the lens on (B)(6) 2022. The lens remains implanted at this time. No other information was available.